Event description:
It was reported the patient underwent spinal surgery that may have affected the intrathecal catheter which resulted in loss of therapeutic effect. During pump and catheter replacement surgery, the hcp was able to get free flowing csf from the distal portion of the catheter. The distal segment of the catheter was left in the intrathecal space. Both the pump and the proximal catheter segment were removed and replaced. The patient was started at a concentration of 2000 micrograms per ml at 96 micrograms per day. The patient had again noted a loss of therapeutic effect reported as "no improvement since replacement".